Event description:
It was reported that upon interrogation of the device, it was found that the patient's initials and device settings were showing for another vns patient. A hard reset was performed and the device was interrogated again and the other vns patient's initials and settings were again obtained. A second handheld was used to again interrogate which again resulted in the other vns patient's device settings and initials to be shown. It appears that a cross programming event occurred. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Programming history from the physician¿s handheld was received and reviewed. The data shows that the last known settings for the patients generator (m102 sn (B)(4)) prior to the reported cross programming event were from (B)(6) 2013. In addition, the data confirms the cross programming event occurred on (B)(6) 2014 as initially reported. The event appears to have occurred because the handheld¿s inactivity timeout was not set to expire; therefore, the handheld device retained the programming information of another device until the next time the handheld was used, which in this case was the following day.

Manufacturer narrative:
Review of the available programming and diagnostic history.